Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, incomplete flap was noted at 12 o'clock position. Flap dissected (torn) is to be lifted. Ablation was performed with excimer laser. Issue resolved by dissecting flap and lifting and then performing the excimer laser. Patient was seen three weeks post-operatively and is reported to be doing well. In the surgeon's opinion the cause of the issues seem to be due to a loss of suction or insufficient suction during flap creation.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete flap on a patient's right eye during a lasik procedure. The flap had to be dissected/torn to be lifted. The area that was dissected was outside the area of treatment and the visual axis.